Manufacturer narrative:
Device eval: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the circumflex artery. The physician advanced the 2.0 x 12 mm maverick2 balloon to the lesion and inflated it to 12 atms and the balloon ruptured. There were no pt complications. The procedure was successfully completed with another 2.0 x 12 mm maverick2 balloon. Pt status is reported as "stable".